Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that an that an unknown liquid was coming out of the saw head of the battery oscillator device when it was running, there was excessive play, and there was clearance of thrust disk on the set screw. It was further determined that the thrust disk had too much clearance, there was excessive corrosion was found on the back of the motor, the electronic control unit (ecu) was damaged, output voltage in off mode, the oscillating head was worn, and the o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that an unknown liquid was coming out of the saw head of the battery oscillator device when it was running. It was further determined that there was excessive play, and clearance of thrust disk on the set screw. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.